Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery to replace a 4.5cm cuff due to fluid leak. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.